Manufacturer narrative:
One hemosphere monitor was received at our technical service center for a full evaluation. The report of inaccurate values was unable to be confirmed. From visual inspection, no defects were identified on this hemosphere monitor. The monitor was connected to a workshop's plum simulator and a known good unit (kgu) pressure cable in port#1 and zero could be performed without any issue. Hemodynamic values were obtained and monitoring was not interrupted over night. Values were within range. Same procedure was performed in port#2 and again zero could be performed and values could be simulated overnight with no interruptions. On the other hand, the monitor was connected to a workshop's power supply and digital multimeter to simulate slaved mean arterial pressure (map) values. The user's set-up for the map value was a full scale range of 360 mmhg and custom voltage range. Since the custom voltage range is set-up for the specific bedside monitor, the set-up was changed and simulated map values were within range. Values were simulated for different voltage ranges and different full scale ranges and they were all within range. Central venous pressure (cvp) values were also simulated and they were within range for both ports too. Monitor was also ran in the functional tester, electrical safety test, functional test and final verification and it successfully passed. Further evaluation was performed by engineers. Based on the available information, a potential root cause could not be determined. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One hemosphere monitor was received at our technical service center for a full examination; however it has not yet been completed. Once the evaluation of the product is finished, a supplemental report will be sent with the investigation results. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully.

Event description:
As reported, during use in patient with this hemosphere monitor, the error message "error pressure cable port 1 and 2" was displayed and there were difficulties zeroing the pulmonary artery pressure (pap) signal on the hemosphere monitor. As troubleshooting, the pressure smart cable was replaced, however, the issue remained. The central venous pressure (cvp) and mean arterial pressure (map) values on the hemosphere monitor, at the time they were attempting to zero, were being received from the patient monitor by two analog cables. Simultaneously, it was noticed that a significant difference in the map value compared to the patient monitor (as per clinician's opinion, this map value was not physiologically possible) appeared on the hemosphere monitor. Patient demographics were requested. There was no allegation of patient injury. The device was received for evaluation.

Manufacturer narrative:
Corrected data: g4 (premarket identification - PMA/510(k) number).